Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unknown medication (further details not reported) for peritonitis. At the time of this report, the patient was recovered from peritonitis and pd therapy was ongoing. No additional information is available.